Event description:
A site rep reported that while in an ent case, that the screen flashed black for 5 seconds during a procedure. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
A medtronic rep, at the site, was not able to replicate the issue, however, re-seated the monitor cables and confirmed there was not an intermittent connection. Return of the part is not expected.